Event description:
Boston scientific received information that a new implantable cardioverter defibrillator (ICD) was implanted with this chronic right ventricular (rv) lead and the pace impedance has risen gradually and is higher with new device than with previous device. The patient is pregnant so the physician has elected to monitor for now. Sensing is good, thresholds have historically been high. New information was received that a high out of range pacing impedance was exhibited. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection revealed calcified body fluid (calcification) on the distal shocking coil. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was explanted. There were no additional adverse patient effects were reported.

Event description:
Additional information indicated that the system continues to exhibit high out-of-range pacing lead impedance measurements being detected via the remote patient monitoring system. The physician is aware of this issue and is not concerned as the rise has been gradual and there is no noise on the electrogram (egm). There were no adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.